Event description:
Litigation papers allege the bilateral pt has suffered symptoms including but not limited to pain, stiffness, swelling, inflammation and reduced mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.